Manufacturer narrative:
(B)(4). The lot was manufactured from august 6, 2014 to august 7, 2014. The device was discarded; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a small volume folfusor leaked through its winged luer cap. This occurred after the device was filled with an unspecified cytotoxic drug and before patient use. There was no patient involvement. No additional information is available. This is report 2 of 6.